Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the first firing, the reload was connected to the manual stapling handle. The surgeon pushed the green button and squeezed the handle, however, it ran idle and could not fire the device. Replaced by a new manual stapling handle, however, the same event occurred. The procedure was completed with another device. There was no patient harm.